Manufacturer narrative:
Evaluation conclusion: the device was scrapped per the customer's request.

Event description:
The manufacturer received information alleging a ventilator failed to charge. There was no report of patient harm or injury.during the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord.